Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ of the operator's manual: "[inspection of the endoscope] 3. Inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope's universal cord was not water-tight. The device was returned to olympus medical for service. During examination, peeling adhesive was found at the objective lens area. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patients reported.

Manufacturer narrative:
The device was returned for evaluation. In addition to the objective lens adhesive issue, the bending section cover adhesive was chipped. Further, the distal end and the bending section showed scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.